Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, dob & weight not provided for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). (B)(4). Device history records review was conducted. (B)(4). No ncr or deviation is noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the surgery, the thread part of the drill sleeve was stuck in the plate hole and broken. As the plate was already fixed with several screws, the surgeon tried to remove the fragment tip with extraction shaft. However, the fragment tip was not removable, and he used a round nose pliers of the hospital own. Eventually, the fragment tip was removed successfully and the surgery was completed. The most of the fragment tip were removed; however, there were still some fragment tip showed on x-ray photo postoperatively. The patient condition is fair and no clinical issue was reported. There was a 5-minutes surgical delay. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed: the investigation of the complained lcp drill sleeve 3.5, f/drill bits ø 2.8mm, has shown that approximately 2mm of the threaded tip section broke off. The rest of the instrument is in good condition, besides of some wear signs. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The review of the manufacturing documents shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot 2686885 was manufactured in march 2011 and all parts were according to our specifications. All devices were sold meanwhile and we are not aware of any quality issues associated with this article- and lot number. The fracture surface is homogenous what indicates for material conformity. Unfortunately we are not able to determine the exact cause of this complaint. Based on the provided information we only can assume that the instrument broke due to a mechanical overloading situation, in combination with extended lateral stress, whilst trying to remove the drill sleeve from the plate. The end user may have tried to insert the drill sleeves in a wrong angle. This would explain why the drill sleeve was stuck in the plate. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.